Manufacturer narrative:
Related MFR: 2916596-2023-03053. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had power cable disconnect alarms on battery and wall power. A bent pin was suspected to be the cause of the alarms. The log file review confirmed power cable disconnect alarms on the black controller power lead while tethered to the mobile power unit (mpu). The event log did not display any power cable disconnect(s) while tethered on batteries.

Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log file. The reported event of a bent pin was not confirmed as no photos were submitted for review and no products were returned for analysis. The submitted system controller event log file contained approximately 11 hours of data ((B)(6) 2023 from 03:13:39 ¿ 14:18:07 per the timestamp). The relative state of charge (rsoc) voltage levels while connected to both 14v batteries and the mobile power unit (mpu) were observed to be lower than the expected voltage levels. The voltage levels did not drop low enough to activate an auditory/visual alarm while connected to 14v batteries. The log file captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections on (B)(6) 2023 from 06:20:46 to 07:20:11 due to the rsoc voltage levels fluctuating, dropping to as low as approximately 9.2 v. The atypical alarms occurred while connected to the mpu and occurred on the black power lead. No other notable alarms were observed in the log file. The alarms and decreased voltage levels did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if the cause of the alarms was identified, if a bent pin was identified in the power cables, and if any products would be returned for analysis); however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.